Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. The patient remained asymptomatic.